Event description:
It was reported via repair work order that the scale was inaccurate and required calibration. It was also reported that the nurse call docker cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.